Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the battery gauge was fluctuating. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support.